Event description:
It was reported that the patient experienced a shocking sensation that occurred twice. There was no known related incident or accident reported. No further patient symptoms or injury were reported. The patient's implantable neurostimulator was scheduled to be removed and replaced on (B)(6) 2011. Additional information has been requested from the patient's healthcare provider that was not available as of the date of this report. No information was provided related to the patient's outcome.

Manufacturer narrative:
(B)(4).